Event description:
Couldn't walk anymore [abasia]. Knee effusion [joint effusion]. Knee pain [arthralgia]. Case description: spontaneous report received on (B)(6) 2010 from a (B)(6) female pt, initials (B)(6), with a history of parkinson's disease, scoliosis which was surgically straightened, and gonarthritis. The pt had no history of viscosupplementation for arthritis. The pt was administered the first injection of synvisc in the knee(s) on (B)(6) 2010. The same day, she experienced knee effusion and severe knee pain. At the time of the report, the pt had not recovered from both reported events. Lot# was unk. No further info provided. Additional info was received on (B)(6) 2010 from the pt and the case was upgraded to serious. The pt went to the ER (emergency room) on (B)(6) 2010 due to persisting pain and knee effusion. She was transported by ambulance because according to the pt, she could not walk anymore. A knee joint puncture was not performed. She was prescribed profenid (ketoprofen) 150 mg two times a day for five days. Ixprim (paracetamol/tramadol hydrochloride), and nexium (esomeprazole magnesium). She had an appointment scheduled with her rheumatologist on (B)(6) 2010. No further info provided. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.